Event description:
A review of service data detected a reportable problem. During serviving, the connector on battery sn (B)(4) was damaged. The last patient to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. Upon evaluation the battery pack connector was physically damaged. The root cause for the damage could not be positively identified, but the damage likely resulted from excessive force. No adverse event resulted from the defective battery pack. The last patientto use this battery pack did not report any problems.